Manufacturer narrative:
The 12 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The balloon was inflated to rated burst pressure of 18 atm without issue and maintained pressure. The stent expanded without issue and the balloon deflated successfully in 11 seconds which is within deflation time specification. The inflation device was verified before and after use using druck pressure gauge. A recommended 0.014 inch guidewire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 12mm x 2.75mm promus premier select stent balloon ruptured. The procedure was successfully completed with another of the same device. There were no patient injuries and the event was considered resolved.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 12mm x 2.75mm promus premier select stent balloon ruptured. The procedure was successfully completed with another of the same device. There were no patient injuries and the event was considered resolved.